Manufacturer narrative:
Other: review of information indicates high pacing impedance and oversensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event. Additional information received from attorney alleges client 'experienced frightening episodes of unnecessary shocks. She complained to her physicians, and was told it was muscle spasms. She continued to experience terrifying shocks and was admitted in the emergency department. After she experienced several additional inappropriate and frightening shocks at the emergency room, she was finally admitted, the device was turned off, the lead was explanted two days later. No conclusion can be drawn. Impedance, high, oversensing, shock, inappropriate.

Event description:
Review of information indicates high pacing impedance and oversensing. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event. Additional information received from attorney alleges client 'experienced frightening episodes of unnecessary shocks. She complained to her physicians, and was told it was muscle spasms. She continued to experience terrifying shocks and was admitted in the emergency department. After she experienced several additional inappropriate and frightening shocks at the emergency room, she was finally admitted, the device was turned off, the lead was explanted two days later.